Manufacturer narrative:
Related complaints: (B)(4), connecting tube, serial number unknown; (B)(4), connecting tube, serial number unknown; (B)(4), connecting tube, serial number unknown; (B)(4), connecting tube, serial number unknown; (B)(4), connecting tube, serial number unknown; (B)(4), connecting tube, serial number unknown; (B)(4), connecting tube, serial number unknown; (B)(4), connecting tube, serial number unknown; (B)(4), connecting tube, serial number unknown. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the connecting tube had a broken connector. The reported issue occurred during preparation of use for an unknown procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: a1 patient identifier, g2. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: external stress was applied to the lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. A definitive root cause could not be determined. The event can be [detected/prevented] by following the instructions for use which state: abnormality is detectable by performing the following inspection. 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.